Event description:
A customer reported that during surgery a system message was displayed indicating that the pneumatic functions would be disabled. The error message did not clear until a company engineer visited the hospital to check the machine. No patient harm was reported. Add'l info has been requested.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available, if no investigation conclusion has been completed. (B)(4).